Event description:
No known medication errors have occurred locally related to the issue below. Due to shortages and inventory fluctuations, mckesson 60 ml syringes have been purchased for sterile compounding. During daily inspection, it was noted that these syringes list graduations as "cc" on one side while the other side lists graduations in "oz". Furthermore these syringes do not have "ml" notation printed on the packaging nor the syringe. This is worrisome as no sterile or parenteral medication should be measured/dosed in ounces. This also raises concern that oral solutions potentially dosed in ounces could be administered via IV route since these syringes have luer-lock heads. (B)(6). Submission ID: (B)(4).